Event description:
Healthcare professional reported "right implant with rounded fold, presenting multiple folds of the elastomer, liquid lamina around it and minimal enhancement of the fibrous capsule and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: elastomer folds and minimal accumulation of adjacent fluid.